Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv lead unipolar and bipolar impedance greater than 2000 ohms since (B)(6) 2016 session.

Event description:
It was reported that there was no capture at high thresholds. There was also high impedance measured during manipulation. The device was removed. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.